Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026, it was reported that the patient experienced inaccurate CGM values. The day of the event the patient was ¿not able to move their body¿, severe pain, vomiting, and had difficulties breathing. The patient´s father called an ambulance and the ¿emergency doctor started life saving measurements¿, but it was unknown what was meant by that. The patient was brought to the hospital and when a fingerstick was taken the CGM reading was 59 mg/dL, and the blood glucose reading was 433 mg/dL. The patient was treated with ¿NACL¿ because of dehydration (most likely intravenously). No further medication was reported and the patient was discharged after spending 1 day at the hospital. At the time of the report the patient´s current condition was unknown. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the D zone of the Parkes Error Grid. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.